Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that lost pressure in the balloon. The patient underwent surgery and it was observed that the tubing connecting the pump and balloon was hanging in a thin line. The balloon was removed and replaced. There were no patient complications.

Manufacturer narrative:
The exact event date is unknown. There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that lost pressure in the balloon. The patient underwent surgery and it was observed that the tubing connecting the pump and balloon was hanging in a thin line. The balloon was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient presented with an artificial urinary sphincter (aus) that lost pressure in the balloon. The patient underwent surgery and it was observed that the tubing connecting the pump and balloon was hanging in a thin line. The balloon was removed and replaced. There were no patient complications.

Manufacturer narrative:
B3 date of event: the exact event date is unknown. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter balloon underwent a thorough analysis. The balloon was visually and microscopically examined, and leak tested. A tear in the kink resistant tubing (krt) was identified in the balloon. This tear is consistent with material fatigue. Based on the information available and analysis results, the tear identified in the balloon krt could have caused or contributed to the reported clinical observation of hole in tubing and consequent loss of pressure.